Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Review of the memory found the pacemaker declared elective replacement time (ert) before explant. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient presented to the emergency room after experiencing syncope. Upon interrogation it was noted the pacemaker had reached end of life (eol) eight months earlier. During the interrogation the patient had an underlying rate of 50 beats per minute. A revision procedure was performed where the pacemaker was explanted for reported normal battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.